Manufacturer narrative:
(B)(4). The actual complaint product was returned for evaluation. One used sample was received with no packaging. The halyard closed suction catheter (csc) was received with a rigid, blue heat/moisture exchanger (hme) of unknown manufacture attached to the elbow male insert. There is tape applied to the rim of the male portion of the elbow. No hyh flex connector was returned. The connection of the mating components was checked. The connection of the hme to the double swivel elbow male insert does not display any connection issue. A root cause could not be determined as this incident was not confirmed. The device history record for the lot number, m6018t639, involved in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint comp-ghc-16-02335. This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a halyard health product is defective or caused serious injury.

Event description:
Halyard received a single report that referenced two different incidences, which were associated with separate units, involving two different patients. This is the first of two reports. Refer to 8030647-2016-00173 for the second report. It was reported that, on the closed suction catheter, the side vent port of the elbow on the catheter seems to appear too small and loose for the ventilator circuit or (hme) heat moisture exchanger or other devices for a tight connection. Medical intervention is provided when the patient loses contact with the ventilator by reattaching the catheters. There was no patient injury reported. No further information has been provided.